Event description:
The customer reported that the system could not display a fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier needs to be replaced. The reported issue is currently under investigation.